Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side "breast asymmetry... A deformity site appeared in the lower pole of the breast... A thoracic magnetic resonance imaging (MRI) diagnosed with a rupture." The device has been explanted.

Event description:
Healthcare professional reported left side "breast asymmetry... A deformity site appeared in the lower pole of the breast... A thoracic magnetic resonance imaging (MRI) diagnosed with a rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/apalpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6;

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported left side "breast asymmetry a deformity site appeared in the lower pole of the breast a thoracic magnetic resonance imaging (MRI) diagnosed with a rupture." The device has been explanted.